Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level of 25.1 and 22.7 mmol/l. Customer was treated with insulin pen. Customer was using auto mode. Customer did not allege insulin pump for under delivering. Customer stated that there was no air bubbles. The insulin pump will not be returned for analysis.